Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened dome switch. The operating currents could not be tested due to the unresponsive button. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. Customer's blood glucose was 162 mg/dl. It was stated there were no significant events leading to the alarm. Upon removing and replacing the battery, customer received a battery out limit alarm. The batteries were out of the insulin pump greater than the duration allowed, and the alert was explained to be normal pump behavior. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.